Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Information received from (B)(4) clinical study: patient was seen in ER for pelvic pain. Had a discussion with implanting surgeon on (B)(6) 2015 and patient requested removal of sling. The sling was removed on (B)(6) 2015.